Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. Device preparation was successful. The xtw accessed the left atrium and was steered down. Gripper orientation was started. It was noted that the posterior gripper did not lower. Troubleshooting was performed, such as, simultaneous and independent gripper actuation. During independent gripper check the anterior gripper would come down and up, but the posterior did not. The clip was locked and actuations was attempted again, and there was no visualization of movement. Simultaneous actuation was performed and only the anterior gripper came down. The clip was removed. The clip was tested outside the anatomy, and a gripper line break was observed. The clip was replaced and the procedure was completed. The mr was reduced to grade 1-2. There were no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. The reported broken gripper lines were not confirmed via returned device analysis. Additionally, the gripper line trumpet was observed to be outside the l-lock shaft hole. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported broken gripper line was unable to be determined. The reported single gripper actuation issue was a cascading event of the observed loose gripper line trumpet. The investigation determined the loose gripper line trumpet to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.